Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the prior to implant, an implantable cardiac monitor displayed an error message. It was suggested that possible cold weather might have incurred the error message, and the device will be returned for analysis. No further information available.

Manufacturer narrative:
The reported field event of ¿error message¿ was confirmed. Final analysis found that the error message alert was triggered on the device and would not allow further interrogation. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.